Event description:
It was reported that during a trochanteric fixation nail-advanced procedure, scheduled to repair a badly comminuted sub trochanteric fracture, the insertion handle would not easily detach from the nail. It was reported that the two (2) connecting screws that drop into the insertion handle, were stuck to; almost ¿cold-welded¿ to the nail. As the surgeon attempted to remove the insertion handle from the nail, the ¿t-handle¿ was ineffective and as a result, reduction was almost lost. The surgery was subsequently delayed by 20 ¿ 25 minutes. Additional medical intervention required to complete the surgery included having four (4) to five (5) additional medical staff scrub it to assist with getting the connecting screw to release from the nail. Additionally, it was reported that ¿it was as if the insertion handle was impinged because of the soft tissue¿, as a result a bigger, more adequate incision had to be made. The larger incision, however, did not seem assist with the release of the connecting screw. Ultimately the surgical team was able successfully implant the nail and remove the screw using excessive force and a wrench placed in the t-handle. The patient status was reported as fine both after the surgery and two weeks post-operatively. This report is 3 of 4 for (B)(4).

Manufacturer narrative:
A product investigation was performed: received condition: radial wear marks inside barrel of insertion handle. This wear appears heavy and could indicate galling. There is wear along a circumferential ring within the barrel and is localized on the anterior and posterior sides. Wear marks on the anti-rotation tang. Radial cuts from presumably the driving cap found in the corresponding mating hole in the insertion handle. The tfna instrument f&dr was reviewed. The percutaneous insertion handle is meant to advance the nail through a relatively small incision through the soft tissue and into the femur in order to help preserve blood supply to the local anatomy. The job of the connecting screw is to mate the insertion handle to the nail and to be easily removable once the nail and any locking elements have been inserted. These small incisions can cause the soft tissue to apply forces on the instrumentation that can create moments on mating connections causing difficulty in assembly and disassembly of the instruments. An incorrect starting incision that is not adjusted during the procedure can amplify this problem by adding excessive force on the instruments from the soft tissue. The submitted percutaneous insertion handle shows significant signs of wear as outlined in the ¿as received condition¿. This type of heavy wear is indicative of galling between the components. Without the nail used in this complaint event or attending the case, it is hard to determine the exact root cause of the difficult disassembly. Based on the information provided above, the complaint has been found indeterminate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional medical intervention required by surgical team to remove connecting screw and need for larger incision. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.